Event description:
When preparing to deliver the contralateral leg component of a gore excluder bifurcated endoprosthesis, the distal marker was lined up with the gate instead of the proximal marker and deployed. The leg was now extending thru the proximal end of the trunk. Approximately 15 days after this original procedure, the patient was converted to an open repair.